Event description:
On (B) (6) 2009, pt's mother reported they continue to get blockage alerts with their infusion sets. Mother stated they connected a new tubing today and when attempting to prime the set, she received the 'blockage warning". Pt's mother reported the infusion sets have been 'blocking" on and off for a while. Mother stated they change the set on her body every 3 days and the "long tubing" every 2nd infusion set change. Advised recommendation is to change the headset portion every 24-48 hours. On call back on (B) (6) 2010 pt's mother reported blockage errors continue. Mother reported on the 2nd day she changed the headset and tried to prime and received another blockage error. Mother stated she disconnected the headset and tried to prime through the tubing and the blockage continued. She reported she disconnected the tubing from the infusion device and insulin did emerge without any errors. Pt is using a competitor's infusion device. Mother reported she attached a new infusion tubing and that primed fine. The pt's mother stated that because of the continued blockage errors, the pt's readings were elevated on (B) (6) 2010. She stated her meter only read "hi". Mother reported the pt was taken to her physician that same day and he administered an injection of insulin. Mother stated the pt continued on the basal rate and also bolusing and eventually that evening her readings did come down. Mother reported the physician tested the pt for ketones and found they were high. Mother stated the pt's readings are normally less than 200 mg/dl and that her readings have come back down to normal. Product was replaced and requested return of the suspect product for evaluation.